Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The blood glucose reading was 46 mg/dl, which was treated with an intravenous drip of dextrose. The customer stated that her body temperature went very low for about 7 to 8 hours and that she went unconscious. She noted that she did not know why her blood glucose ran low but reported that she had had an insulin reaction. She stated that she had just been discharged from the hospital after treatment. The blood glucose reading at the time of the call was 336 mg/dl. About 40 minutes into the call, she checked again, and it was 317 mg/dl. She noted that she programmed a bolus of 3.15 units of insulin, but then stated that she had never injected the insulin. She advised that she would monitor her device and call back once it lowered, since she was tired. Nothing further reported.